Event description:
It was reported that they started therapy around 7:30pm on the arctic sun device but were getting alerts 02 (low flow). They added a universal pad. The device seemed to be working, the patient was cooling, and the pads feel cold, but the device keeps alerting. The flow was 0lpm, inlet pressure was -7.8psi, circulation pump command was 85 percentage, system hours were 580.9 and pump hours were 540.9. Nurse stopped therapy, emptied and disconnected pads, and started therapy in manual mode. The flow was 0lpm and inlet pressure was -7.2psi. Mss asked nurse to change devices and send this one to biomed labeled with no flow. Per follow up information received by technician support via email on 08nov2022, biomed sending device in for service and repair. The device appeared to have a bad flow meter. The device was still under warranty. There were no reported injuries. Per sample evaluation results received on 01may2023, it was reported that the arctic sun device initially short filled during decontamination. It was stated that the typically when a device short fills, they are able to run it for a few minutes , and then top it off. Allowing it to clean up the level sensor and fill to correct level and proceed with decontamination. Per clarification email received on 07may2023, it was also stated that the short fill was not related to the flow meter in this device. The propeller in the flow meter on this unit was frozen.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that they started therapy around 7:30pm on the arctic sun device but were getting alerts 02 (low flow). They added a universal pad. The device seemed to be working, the patient was cooling, and the pads feel cold, but the device keeps alerting. The flow was 0lpm, inlet pressure was -7.8psi, circulation pump command was 85 percentage, system hours were 580.9 and pump hours were 540.9. Nurse stopped therapy, emptied and disconnected pads, and started therapy in manual mode. The flow was 0lpm and inlet pressure was -7.2psi. Mss asked nurse to change devices and send this one to biomed labeled with no flow. Per follow up information received by technician support via email on 08nov2022, biomed sending device in for service and repair. The device appeared to have a bad flow meter. The device was still under warranty. There were no reported injuries.